Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 700 mg/dl at the time of the incident. Patient's current bg: 383 mg/dl. Customer treated for high blood glucose with manual injection and bolus. Based on customer report customer does not allege pump was under delivering. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test results was passed. The pump will not be returned for analysis.